Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2024-00654 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).

Event description:
The customer reported to olympus that the bronchovideoscope had leaks in the distal area of the working channel. During evaluation, the following reportable issue was found: the plastic distal end cover burned/melted due to use of high energy hand instruments without ensuring sufficient distance from distal end. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.